Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer received the alarm twice after changing the battery each time. The blood glucose reading was 118 mg/dl. It was stated that the insulin pump was dropped in a tub of water. The customer was not able to complete the self-test because the insulin pump had an unresponsive keypad. The act button was not responding. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.